Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin. The customer confirmed that no visible cracks were observed on the cartridge. The customer did not remember blood glucose value but confirmed blood glucose level was not impacted. The customer declined to reload the current cartridge and will continue to monitor system performance.

Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3007981285-2017-21394).